Event description:
Healthcare professional reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, underweight and broken shell. A visual and microscopic analysis was performed which identified, sharp broken on posterior and missing shell. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening. Missing shell assessed, as inconclusive.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.